Event description:
It was reported that during a stent grafting implant procedure, a balloon rupture occurred. The procedure was performed for treatment of an abdominal aortic aneurysm. The lesion was not stenotic and the calcification was unknown. The blood vessel was average tortuous. The cook stent graft was used in the procedure. After the stent graft was implaned, the post-dilation was performed with the equalizer balloon catheter. The physician attempted to inflate the balloon in the distal area of the stent graft, but it ruptured on the first inflation at unknown atms. It was replaced with a new one of the same device. No patient injuries or complications were reported. Patient status is listed as "good".

Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.